Event description:
Rptr had her first set of implants removed and replaced by this co's implants. These are still implanted and causing hardening, capsular contracture, numbness, pain and swelling in joints, very sharp pain (needle sticking) in both breasts, fatigue, dizziness, mental confusion etc. (Same rptr referred to in 1002443.)